Event description:
It was reported that this patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient's treatment details indicates that the patient drained 4887 during drain 1 of treatment two days prior to contacting fresenius technical support. This drain volume is 204% of the patient¿s prescribed fill volume of 2397 ml resulting in the iipv event. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate form of treatment was available. Upon follow up with patient, it was confirmed that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete treatment on the day of the event but stated they were able to complete peritoneal dialysis treatment in the absence of the cycler using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b3, b5, d10, h6.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that this patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate form of treatment was available. Upon follow up with patient, it was confirmed that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete treatment on the day of the event but stated they were able to complete peritoneal dialysis treatment in the absence of the cycler using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate form of treatment was available. Upon follow up with patient, it was confirmed that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete treatment on the day of the event but stated they were able to complete peritoneal dialysis treatment in the absence of the cycler using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.